Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device had a system error 2240 alarm (air in line) during drain 2 of 5. This alarm indicates a potential malfunction of the disposable cassette. The home patient (hp) stated he had disconnected and reconnected before the alarm occurred, but never closed clamps or pressed stop during dwell 2 of 5. The solution was provided to the customer over the phone. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.